Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately low compared to another meter. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient stated that the alleged inaccuracy first occurred on an unspecified date during the "end of (B)(6) 2015". At this time the patient stated that they obtained a blood glucose result of "163mg/dl" on the subject meter. This was compared to a result of "193mg/dl" obtained on another unspecified meter within 30 minutes of one another. The patient manages their diabetes by taking "500mg metformin" and an unspecified dosage of glipizide per day and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that on an unspecified date during the "start of (B)(6) 2015" they developed symptoms of "sweating, dizzy, jittery and blurry vision"; symptoms which they associated with high blood sugar levels. In response to these symptoms "2-3 weeks" prior to the alert date of 11/04/2015, the patient visited their doctor's office where they had their diabetes management regimen altered. The doctor replaced the patient&#38112;daily metformin with an unspecified dosage of humalog insulin. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a retest. The medical surveillance specialist (mss) determined that the blood glucose readings provided do not in fact exceed lfs's criteria for accuracy. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately low readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.